Manufacturer narrative:
1038671-2024-00733 report number " d10: 200-01-02 - cemented cr femoral sz 2. 200-02-29 - three peg patella 29mm. 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00733. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and bone fracture. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported via legal documentation that a patient had a total left knee arthroplasty and then experienced a surgical revision approximately 8 years, 7 months after implant. Revision operative report of postoperative diagnosis: failed left knee. Preop indication: failed left primary knee, with gross loosening of the tibial component to periprosthetic fracture. Patient was revised to stryker devices. Findings: negative for acute inflammation but periprosthetic fracture to the tibia with anterior perforation and significant posterior bone loss on the tibia. Significant polyethylene wear and gross failure of the tibial component with posterior and varus clap with perforation and periprosthetic fractures through the medial tibial plateau. Femoral component was slightly internally rotated. The patient tolerated the procedure well, there were no immediate complications. (Op report attached). There is no other patient demographic or medical history available. There are no photos or other images of the device provided. No additional information is available.